Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the vue pump outflow not running. Fluid not pumping out. No troubleshooting, wants replacement. No patient harm/ surgery delay 10 minutes/ case continued with another pump/ shoulder repair.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center. The complaint was not confirmed. Per service report, the repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. Device history record (DHR) review was not performed since DHR's are no longer available for legacy future medical systems (fms) products. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).